Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low-level failures) and had a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the pump error. The customer was able to clear the error and complete the rewind process. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, product return was required for mmt-1885.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. Test p-cap locks properly into the reservoir compartment. No pump error 63 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Found pump error 63 alarms in the pump history files and traces (variable #: 15) on the event date of (B)(6) 2025 at 12:00:45.000 due to a possible hardware failure. Pump alarmed 13 failed battery test alarm on the event date of (B)(6) 2025 at 12:00:48.000 to 12:13:54.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. Pump error 63 (variable #: 15) was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Failed battery test was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.